Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had been unable to dispense medication from the station. The technical support specialist (tss) connected remotely and found the quantity amount was at zero. The tss resolved the issue by creating the discrepancy, and the medication was cycle counted. The system functioned as intended after the technical support specialist investigated the device issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was failed to issue medication. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.